Event description:
Ten minutes after electrical stim was taken off patient, he reported that his leg had been burnt by stim. Burn was small, round and slightly red around the edge. No burning sensation was reported during treatment. Diagnosis or reason for use: electrical stimulator for physical therapy.